Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The following products were used during the index procedure: an everest inflation device, a 7f launcher guiding catheter, a terumo sheath, a 3.0 x 20mm sprinter balloon catheter and a grand slam guidewire. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The proximal edge of the cypher stent was noted to be flared. The patient was admitted with a 90%, de novo, moderately calcified lesion in the proximal left anterior descending artery. The lesion was pre-dilated and a 3.0 x 18mm cypher select plus stent would not cross the lesion. Double wire technique was used, however, the cypher could not be delivered. Therefore, the physician retrieved the unit and noticed that the proximal edge of the stent was flared. The procedure was completed with another cypher of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.00 x 18 mm was received coiled in two plastic bags. No kinks or bents were observed. The balloon was folded. The stent was mounted between the marker bands. One strut was found uplifted in the proximal end. The crossing profile was measured and it was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The strut uplift in stent was confirmed. The cause of the failures experienced by the customer could not be conclusively determined. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempt to cross a moderately calcified lesion. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR review nor the product analysis suggest that the failure is manufacturing related; therefore no corrective actions will be taken.

Event description:
The proximal edge of the cypher stent was noted to be flared. The patient was admitted with a 90%, de novo, moderately calcified lesion in the proximal left anterior descending artery. The lesion was pre-dilated and a 3.0 x 18mm cypher select plus stent would not cross the lesion. Double wire technique was used, however, the cypher could not be delivered. Therefore, the physician retrieved the unit and noticed that the proximal edge of the stent was flared. The procedure was completed with another cypher of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use.